Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 1162 error ac magnetic cannula sensor fault reported by the acs board, confirming the fault occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. It was concluded that the acsc pca is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a member of the operating room (or) staff, contacted tech support while setting up for a procedure to report that the system was powering on with error 1162 on the universal surgical manipulator (usm) arm 1. The system was located in a hallway and was not connected to onsite at the time of the call. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the caller through a hard power cycle on the patient side cart (psc), which did not resolve the issue. The customer decided to bring in another patient cart from a different system, as all four arms were needed for the procedure. The procedure was aborted to another dv with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue was identified prior to starting.